Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the dn to rear te cable was missing. The root cause for the missing dn to rear te cable was physical abuse. No adverse event resulted from the damaged electrode belt.